Event description:
It was reported that the patient had a flipped pump. The patient's pump flipped 4 months prior to the report date, and had to be revised through surgical intervention. Again on (B)(6) 2012, while the patient was exercising, it was thought the pump had turned again. The patient did attempt to turn the pump back but was uncertain if it went back to the appropriate position. The patient was unable to communicate with the pump via their personal therapy management (ptm) system, on both occasions. The patient reported no negative symptoms. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8711, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8590-1, lot# n307888, implanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
The previously reported [the patient¿s pump flipped 4 months prior to the report date, and had to be revised through surgical intervention] was pertained to manufacturer report # 3004209178-2012-03847.